Manufacturer narrative:
Additional information. It was reported that the endurant ii stent graft system was implanted on an unknown date in (B)(6) 2017. The type of endoleak involved is thought to be a type v endoleak. The cause of the endoleak is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a laparotomy was performed approximately six weeks after the endoleak was first identified and a leak was confirmed from the seam of the graft. After removing the graft and performing artificial blood vessel replacement, the endoleak resolved and the patient was reported as stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received. It was then confirmed the stent graft was not removed during the laparotomy as previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B.5: additional information: it was confirmed that the blood vessel prosthesis was anastomosed to the distal side of the stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It is reported that when the patient returned for follow up on (B)(6) 2020, a CT identified that the aneurysm diameter increased due to an unexplained endoleak. The cause of the event is unknown. No additional clinical sequelae were provided and the patient will be monitored.